Manufacturer narrative:
Correction: removed codes 2891 - capturing problem, 2917 - device sensing problem, and 2950 - impedance problem based on new information received.

Event description:
New information received notes that failure to capture was observed.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during implant procedure, left ventricular (lv) lead test parameters were not ideal. Lead contamination was noted when the lead was being repositioned. The lead was not implanted and was replaced. The patient¿s condition was stable.